Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site arm, the pod's cannula was found blocked. As treatment a new pod was placed.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.